Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place. Analysis of similar devices indicated that the root cause of this event is a memory error in the implantable neurostimulator. The patient continues to receive therapy, however, they cannot use their patient programmer. The patient can turn stimulation on and off with the recharger. The neurostimulator can be programmed with the physician programmer. There is no loss of therapy when this issue occurs. There is no risk to the patient, but the patient does need to visit their hcp to interrogate the device and resolve the problem.

Event description:
The patient was unable to adjust stimulation when she tried to use the patient programmer. The programmer displayed the "implantable neurostimulator in the box" icon. Nothing unusual was seen or done prior to the display of the icon. The patient turned stimulation off at bedtime. The issue occurred when trying stimulation on again the next morning. The recharger displayed the normal recharging screen indicating 50% charge. The patient was seen by a field representative. All programming was intact. The field rep was able to exit programming and use the patient programmer to read the implantable neurostimulator. The patient had only 1 recharger and 1 programmer.